Event description:
It was reported one lead was going to be implanted on the day of report. It was stated when the lead was connected to the extension during the intraoperative procedure, all contacts were within normal range except contacts 0 and 1 had low impedance of 90 ohms. It was stated 0 and 1 shorted and it was ¿likely two wires touched each other.¿ it was noted, it was disconnected and then reconnected but it did not resolve the issue. It was stated, it was not an option to test the impedance right on the lead with the external neurostimulator (ens) cables. It was noted placing another lead was not planned because, they would likely reprogram around it. It was further reported, the impedances were re-tested without any change. It was noted, the battery and the extension were already im planted and closed and the cannula and the frame had been taken off.

Event description:
Additional information received reported that the cause of the impedance issue was not identified and the patient was receiving effective therapy and would have his second side implanted in three weeks.

Event description:
Additional information received reported the impedances were checked on the day of report and all contacts looked great except that they found a possible short on 0 <(>&<)> 1 at 91 ohms. It was noted the patient did not use those contacts for programming but used 1 <(>&<)> case. It was noted all other impedance values looked okay.

Manufacturer narrative:
Product ID 3389s-40, lot# va0dhd9; product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0dhd9, product type lead. (B)(4).